Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg 29 mg/dl); cause was not known. Emergency medical technicians provided customer with "something to eat" (no further details provided) to address low bg. As event occurred in the past, tandem technical support advised customer to discuss event with their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 54 mg/dl were recorded by continuous glucose monitor (cgm) from 9:20:21 am to 11:30:21 am on (B)(6)2019. Cgm alert 1 (cgm low alert) enunciated. On (B)(6)2019, at 7:19:24 am, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On (B)(6)2019, at 7:54:48 am, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.